Manufacturer narrative:
The reported issue was unconfirmed. The root cause of the reported issue could not be determined, as the issue was not duplicated during evaluation. The device was evaluated upon receipt. No circulation pump issue was noted. Device achieved good flow during initial functional check. As part of the pm, replaced circulation pump. Cleaning, inspection, functional check, water replacement, passed calibration, est, mtk. Device without error. The labeling/packaging review is not required as the reported event is unconfirmed. A DHR review is not required as the reported event is unconfirmed. The complete initial reporter phone # is (B)(6). The reported product number is sold ous. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the customer claimed that the manifold, level sensor and circulation pump could be defective in an arctic sun device. Per follow up information received via email on 16sep2024, device would be repaired in the hospital by crs. No patient involvement. Per sample evaluation results received via task on 11feb2025, it was reported that the mixing pump was defective.

Event description:
It was reported that the customer claimed that the manifold, level sensor and circulation pump, could be defective in an arctic sun device.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.